Event description:
It was reported to philips there were no etco2 waveforms seen on the device during use with a patient who appeared to be having an asthmatic attack. The device was in use on a patient and there was no adverse event to patient or user.